Event description:
It was reported that the right-sided lead "went into the sigmoid or rectum and came out her anus." It was noted that the patient did not have any benefit from the left-sided lead "presumably because it was too deep as well." It was stated that the leads were removed, patient started on antibiotics, and an MRI scan was taken to confirm that there was no evidence of infection in the sacrum or pelvis. The patient reportedly had an "improving" cellulitis and less than 50% therapy relief. It was stated that the patient will need to have "full resolution of the infection before proceeding with stage 1." It was noted that "intervention required medical (e.g., intubation, pharmacological)." The patient status at the time of the report was alive and no injury/no adverse event. If any additional information is received, a supplemental report will be sent. Refer to manufacturing report # 3007566237-2012-02991.

Event description:
Additional information received reported that the patient had a "peripheral nerve evaluation procedure" on (B)(6) 2012. The procedure was performed with "no complications" and the leads appeared to be in good position with the patient receiving "adequate stimulation sensation." On (B)(6) 2012 the medtronic representative made a follow up call to the patient, and the patient's husband stated that the device had "uncoiled and was dangling." The medtronic representative understood this to mean that the device had "come unplugged" from the external stimulator. The patient had a follow up appointment with her health care provider (hcp) on (B)(6) 2012, where it was noted that the lead was "protruding from the patient's anus." The medtronic representative was not present at that appointment and was unable to provide more details about the patient's outcome. It was noted that the hcp does about 1-3 stimulation implants a year and the leads did not appear to be inserted too deeply. The patient was "small and slender of build." The hcp has not performed and other trials or implants since november. No further information was provided.

Manufacturer narrative:
Product ID 3065usc, lot# n356694, product type screening device. (B)(4).